Event description:
It was reported that during a breast biopsy, the device was unable to obtain tissue. Another device was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. The sample was returned with the arrow visible in the ready window, thus indicating the device was in the "ready to fire state" with the stylet and cannula retracted (primed). Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The firing trigger was pressed and both the cannula and stylet advanced with no issues. Another attempt was made to twist the rotational knob once to prime the device. However, the device was difficult to prime due to the loose particles. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation in confirmed for a break, as the cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as the device could not be functionally tested due to the broken component. The root cause for this event was determined to be supplier related due to over=processed resin.